Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle plunger was removed with excessive force, causing the suture to detach from the link. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the posterior needle tip was bent and the posterior needle barb was damaged. There were no needle strike marks on the posterior foot. The entire suture was returned undamaged and partially exposed from the device. The needle plunger, the link, and anterior and posterior cuffs were not returned, which limited the scope of the investigation. During functional testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel. Based on the investigation, it appears that the posterior cuff engaged with the posterior needle tip, but became disengaged during needle plunger withdrawal. It was not possible to determine how the posterior needle tip became bent or if excessive force was used in removing the needle plunger; therefore, the root cause for the posterior needle tip to cuff detachment is undetermined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.